Event description:
A healthcare professional reported that during a cataract surgery with intraocular lens (iol) implant procedure, there was complication happened upon lens delivery after the iol was implanted into the eye. Lens was explanted and replaced with another lens during the initial procedure. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery with intraocular lens (iol) implant procedure, there was complication happened upon lens delivery after the iol was implanted into the eye. Lens was explanted and replaced with another lens during the initial procedure. There was no patient harm. Additional information was received by stating, upon lens delivery, a complication had occurred in the form of a posterior capsule rupture.